Manufacturer narrative:
Correction h11: the service history review identified the device has been previously serviced for an unrelated issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event.

Manufacturer narrative:
E1: initial reporter phone no.:(B) (6) the device was received for evaluation. During functional testing, ¿turn on and then off¿ was reproduced. A review of the event history log revealed improper shutdown messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be dried liquid substance on the back flex battery contact pin causing a depressed battery pin contact on the rear case which could not be restored to its normal position. The back flex battery contact pin will be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that a spectrum pump had an issue of turn on and turn off during device power up in the medicine a department. There was no patient involvement. No additional information is available.